Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of premature battery depletion was confirmed. As received, device was at end-of-service voltage level. Final analysis found high current to a capacitor on the hybrid circuity. The high current depleted the battery sooner than expected. Longevity assessment found the device reached end of service after 4.3 years which did not meet the projected longevity of 9.25 years.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. There were no patient consequences.